Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr litigation records received. Litigation alleges defective implants resulting to elevated metal ions in the blood causing irritation, metallosis, adverse local tissue reaction, pain, discomfort, emotional distress and permanent hip injury. Surgeon found out during revision that acetabular cause peritrochanteric fluid causing elevated metal ions. Doi: (B)(6) 2007; dor: (B)(6) 2020 ; left hip.